Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure, the site experienced a system error code 297. With the assistance of an isi technical support engineer the site restarted the system, however, the system error 297 reoccurred upon start up when a specific set up joint (suj) was moved. The patient was under anesthesia and port incisions had been placed when the surgical staff made the decision to abort the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 297 was associated with a patient side manipulator (psm) setup-joint (suj). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instrument. The setup-joint (suj) is the printed circuit assembly (pca) inside a system arm that monitors the encoder for each of four joints and their associated backup potentiometers. The system was repaired by replacing the affected suj. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 297 occurs when reported by software to denote communication faults in the low voltage differential signal carrying information about the psm. Upon determining this condition, the safety systems put the da vinci in a recoverable safe state. The suj was returned to isi for failure analysis investigation. Engineering duplicated the customer reported system error and found the suj cable harness to be defective. As of (B)(6), 2011, there have been no reported recurrences of the issue at this hospital.